Event description:
During a customer experience survey, it was reported that a patient had a bad history with peritoneal dialysis (pd) that led to hospitalization. Attempts to obtain additional information could not be completed as there is no patient contact information in which to follow-up.

Manufacturer narrative:
Clinical review: in a customer experience survey, an anonymous patient reported previously being hospitalized (reason unknown) while on peritoneal dialysis modality; product not specified. There were no recorded allegations, nor any objective evidence of this event being caused by a fresenius device or product malfunction, deficiency, or otherwise product related issue. No additional information can be obtained about the unspecified hospitalization due anonymous patient. Upon review of the available information, it has been determined there is no allegation, indication or objective evidence that this event was associated with the use of a fresenius medical device(s) and/or product(s). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, a product history review was not completed during the investigation as the serial number was not provided. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached. Investigation determines that there was no causal relationship between the objective evidence and the alleged event; the alleged event is unconfirmed.

Event description:
During a customer experience survey, it was reported that a patient had a bad history with peritoneal dialysis (pd) that led to hospitalization. Attempts to obtain additional information could not be completed as there is no patient contact information in which to follow-up.